Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range (oor) measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range (oor) measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Which was believed to be caused by insulation of the lead. The plan is continue to monitor the patient. Currently, this product remains in service and no adverse patient effects were reported.